Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The button that was being used was for saving the table position. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2800 system would not save images. No pt injury was reported.